Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in the aviva system (lot number 490052, expiration date 01/31/2012). Reference medwatch report with patient identifier (B)(6)for the suspect device used in the mobile system.

Event description:
Customer reportedly received results of 21.0 mmol/l on the mobile system and 9.2 mmol/l on the aviva system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device.